Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that failure deflation were encountered and hypotension and vessel dissection occurred. The target lesion was located in a coronary artery. A 3.50 x 48 synergy drug-eluting stent was apposed to the vessel wall. The standard contrast ratio was 50/50. The balloon was initially inflated at 12 atmospheres, but could not completely even deflated after the encore inflation unit was removed. The physician retract the balloon but this action caused a big dissection. The patient's pressure dropped and reanimation was almost needed to be performed. A syringe was used to try to deflate the balloon but it did not work. Eventually, the device was removed partially inflated. The physician able to stent the dissection and completed the procedure. No further patient complications were reported and the patient was discharged in stable condition.